Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient's birthdate and weight not known) on (B)(6) 2010. According to the complainant, approximately six minutes into the ablation, a fluid loss alarm occurred and leaking was observed at the cervix. Though the rate of loss is unknown, 5cc of fluid was lost. The system was immediately put into the cool down phase. It should be noted that the patient was dilated to 8mm, the cervix was not observed to be patulous, there were two fibriod tumors, two tenaculum stabilizer's and one speculum were used, the burns were sustained at 3, 6, and 9 o'clock positions and catagorized as "first degree" and there were no seal integrity issues until the fluid loss alarm was generated. Clinical follow up information revealed that it was not known whether or not the patient was on cycle. There were no further patient complications and the patient's condition upon conclusion of the procedure was reported to be "stable". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been retained; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.